Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as a foggy image was identified. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper handling of the device. The event can be prevented by following the instructions for use which state: "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects." "Keep the distal tip of any electrode, probe, laser fiber, or other ancillary device in the field of view at all times when active." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the autoclavable foroblique telescope had a burned tip. A piece of metal was peeling from the tip. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected data: d4 (model number & primary unique device identification (UDI) number).